Manufacturer narrative:
Corrected b1: adverse event/product problem. Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this tactra device presented with curvature of the penile shaft and loss of axial rigidity of the device; therefore, a replacement surgery was scheduled. No additional patient complications were reported.

Event description:
It was reported that the patient with this tactra device presented with curvature of the penile shaft and loss of axial rigidity of the device; therefore, a replacement surgery was scheduled. No additional patient complications were reported.